Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with technical support, the customer was able to successfully charge the pump using an alternate usb cable. There was no reported impact to blood glucose.